Event description:
It was reported that pump experienced malfunction after being accidentally dropped in pool for about ten seconds and displayed non-resettable malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.